Event description:
Customer's mother reported that the customer's insulin pump alarmed for a button error. She stated that she was unable to clear this alarm and could not recall any significant events leading to this alarm. She did not know the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.